Manufacturer narrative:
The autopulse device (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2012 and was analyzed. The reported problem was verified. The archive file could not be downloaded during service. A defective processor board was replaced. The autopulse passed final test.

Event description:
Customer reported that this board was being used for training. When attempting to power on the board, the board did not power on. Customer used four good batteries but there was no improvement. Customer did note that clicking noises were heard.